Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 03/14/2025, it was reported that the patient experienced inaccurate cgm values. The receiver was 133 mg/dl and the bg was not checked. The patient took 2 units of insulin. Sometime later, she had syncope with seizure. Emergency medical services (ems) were called and the bg was 24 mg/dl. The behavior of the receiver during that time was not described. Emt administered 2 bags of IV glucose and she regained consciousness. She was taken to the emergency department (ed) and given carbohydrates. She had rebound hyperglycemia of 400 mg/dl without description of treatment. She was discharged around 2 pm and felt fine after. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.